Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set leaked at the site event on (B)(6) 2024. Infusion set has been used for one day. No further information available.